Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead exhibited noise on the rate/sense and shock channels. The noise was oversensed, resulting in pacing inhibition. During an invasive procedure, the lead was surgically abandoned and replaced with a non-guidant lead. The device was removed and blood was observed in the header. As the device was included in the recall population for a potential microswitch malfunction, the physician elected to replace the device with a guidant ICD.

Manufacturer narrative:
As the lead will not be returned to guidant for analysis, clinical observations cannot be confirmed. The device was not returned to guidant for analysis. Should guidant receive additional information or should the device be returned, the event will be reopened and updated. Boston scientific crm received new information. The patient experienced discomfort in the pocket area due to the position of the current device. The pocket was opened and this abandoned defibrillation lead was cut and reabandoned to make more room in the device pocket. No adverse patient effects were reported.

Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead exhibited noise on the rate/sense and shock channels. The noise was oversensed, resulting in pacing inhibition. During an invasive procedure, the lead was surgically abandoned and replaced with a non-guidant lead. The device was removed and blood was observed in the header. As the device was included in the recall population for a potential microswitch malfunction, the physician elected to replace the device with a guidant ICD.